Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 02k91-38 that has a similar product distributed in the us, list number 2k91-29/2k91-33. An evaluation is in process.

Event description:
The customer observed falsely elevated ca 19-9 results while using architect ca 19-9xr reagents. The following data was provided for the same patient. This customer uses reference value 37.00 u/ml. Sid (B)(6). Using reagent lot 76024m800 initial 101.30 u/ml, not repeated. Using reagent lot 73025m800 initial 51.43, repeat 75.64 u/ml. Additional specimens (3 tubes) were drawn from the same patient, no sid was provided and reagent lot used was not provided. Tube 1 multiple results ranged from 35.70 to 70.55 u/ml, repeat using another analyzer 49.93, 51.58 u/ml. Tube 2 multiple results ranged from 54.39 to 67.78 u/ml, repeat using another analyzer 44.00, 42.22 u/ml. Tube 3 multiple results ranged from 34.47 to 65.09 u/ml, repeat using another analyzer 57.96, 47.29 u/ml. No impact to patient management was reported.

Manufacturer narrative:
An error was identified on jan 16, 2019. This report was filed against the incorrect manufacturing site. Manufacturer report 3002809144-2019-00024 has been submitted to correct this, and all follow up information will be provided in that report.

Manufacturer narrative:
Evaluation of the customer issue included a complaint text review, similar complaint search, device history review, instrument log review, labeling review, and field data review. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Labeling was reviewed and found to be adequate. Log review did not identify any issues that contributed to the customer issue. Field data review included patient data analysis and comparison to an established control limit for data points generated between (B)(6) 2017 and (B)(6) 2017. This evaluation indicated that the patient median result for the complaint lot is within the established control limits. No unusual reagent lot performance was identified. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found.